Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). An actual sample was received at the plant for evaluation. The sample was tested for blockage and leakage at 0.56bar, both tests were conforming, no issue was observed. Hence the defect (damaged set: malformed) does not affect the functionality of the set. In the mean time the set showed white traces; therefore the reported condition will be confirmed, with an unidentified cause. Batch file review did not reveal any issues related to this complaint and has passed all statistical sampling acceptance criteria for all tests performed including in-process testing and product testing. The sampling and test results confirm that the batches complied with the required quality characteristics as defined in the procedure.

Event description:
A customer reported to baxter (B)(4) of an interlink set, in which there is plastic around the injection port discovered before usage. There was no patient involvement or medical intervention necessary. No additional information is available.